Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was inserted and placed on the valve. However, while establishing final arm angle (efaa) the second time, it was observed that the clip opened. Troubleshooting was performed, and the clip opened again. Troubleshooting was performed a second time, and the clip opened again. The physician decided to proceed with deploying the clip without checking the second efaa. The clip was deployed on the tricuspid valve. However, after deployment, the clip opened to 120 degrees. To stabilize the clip, a third clip was implanted, reducing tr with a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.